Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called to report that his meter was stolen. Customer also reported that he stayed overnight in the hospital due to a non-diabetes related issue, but then had high blood glucose readings while in the hospital. The customer treated with the insulin pump. The customer's blood glucose reading was unknown. Nothing was replaced or returned.